Manufacturer narrative:
((B)(4). Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the console device was broken, torn off. It was noted that the sliding switch holder was broken. It was further determined that the device failed pretest for check function with all handpieces, check function with the electric pen drive (epd) device, check function of the small electric drive (sed) device, check function of the 90,000 ¿ pen, and check function of the sliding switch. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.